Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint involved a 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap. It was reported that when connecting to the IV giving set, a piece of the tubing at bottom of the burette disconnects. There have been eight incidents reported. There was patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation summary: a few photos were shared by customer, where multiple photos shows a burette tube disconnection from a sealed package, no additional damage or anomalies were observed. The following ix (6) samples list# 011-c7014, 53 cm (21") add-on 150 ml burette set (clave¿, shut-off), vented cap were returned for evaluation: two (2) opened/unused samples. Four (4) new samples. As received, the 2 opened / unused samples were visually inspected, in both samples the short tubes were separated from burette. The tubes were visually inspected and insufficient solvent on tube was observed. The 4 new samples were visually inspected, and 2 out 4 samples the short tubes were separated from burette. The tubes were visually inspected an insufficient solvent on tube was observed. The separated short tubes were visually inspected and insufficient solvent coverage was observed. However the internal diameter and outer diameter were measured finding within specification. The samples with the tube correctly bonded were pulled off, and they met product specification, additionally a good burette lubrication were confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Complaint of separation can be confirmed. The probable cause is an insufficient solvent coverage during assembly process at ensenada.